Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 350 mg/dl. Supply changes were performed to address the bg levels but the occlusion alarms continued. A system check was performed and the occlusion was found to be within the cartridge. An additional supply change was performed and insulin deliveries were resumed.